Event description:
It was reported that when the doctor went to deploy a stent in the sfa, the stent would not deploy. It was noted at that time that the back end of the delivery catheter had popped out of the handle. The doctor attempted to take the delivery system out of the gun, but was not able to. The catheter and stent removed and a different stent was placed. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been received at the manufacturing site for evaluation to date. This application represents an off-label use for this device. The information for use for this device states: the conformexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.